Manufacturer narrative:
Batch review performed on (B)(6) 2025 reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2404198: (B)(4) items manufactured and released on 23-05-2024 expiration date: 2029-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component invovled and revised: reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 lot. 2433123 (k193175) lot 2433123: (B)(4) items manufactured and released on 27-03-2025 expiration date: 2030-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue

Event description:
Primary surgery performed on (B)(6) 2025. 1st revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. 2nd revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. On (B)(6) 2025, revision surgery was performed due to joint luxation; liner, glenosphere, and metaphysis revised. Patient history: primary surgery performed on (B)(6) 2025. 1st revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. (B)(4). 2nd revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. (B)(4). 3rd revision surgery performed on (B)(6) 2025 due to joint luxation; liner, glenosphere, and metaphysis revised. (B)(4). 4th revision surgery performed on (B)(6) 2025 due joint luxation; patient converted to hemiarthroplasty - glenosphere and baseplate removed, liner and metaphysis replaced with anatomical components (B)(4). 5th revision surgery performed on (B)(6) 2025 due to intra-prosthetic dislocation (metal humeral head and double eccenter) - humeral head and the double eccentric revised and surrounding bone trimmed using a rongeur. (B)(4).